Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultramini meter would not power on. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged power issue began on (B)(6) 2014 at around 5-6pm. The patient manages his diabetes with insulin (no adjustments). It is not known if the patient made any changes to his usual diabetes management regimen in response to the alleged power issue. The patient reported developing symptoms of being ¿sweaty and dizzy¿ about one hour after the alleged issue began. At the onset of his symptoms, the patient claimed he self-treated with glucose tablets/gel. The patient claimed no other blood glucose tests were performed on any other device. At the time of troubleshooting, the csr noted the patient was a first time user of the lfs product and there was no misuse of the device. The csr confirmed that the correct test strips were being used and that the patient was able to turn the meter on when a new test strip was inserted. The csr noted the meter would not power on when the power button was pressed and the issue could not be resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.